Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of patient results on a phoenix m50 instrument. The customer alleged that the instrument gave wrong gram positives which continued after a previous bd field service engineer (fse) visit under the same case number. A bd field service engineer (fse) was dispatched to the customer site. After a review of log files, it was recommended that the light source driver boards (lsdb) be replaced due to normalizer notices and high pwm values on the blue led. It was also recommended that the instrument undergo optical qualification. During the visit, the fse replaced the lsdb¿s in all tiers and performed an optical qualification test on the instrument, with a passing result. A new complaint will be opened if the issue persists in the future. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. Lab reports were provided for this investigation; however, no other samples were made available, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. There was one case opened after this complaint related to misidentification of results, however, this case was logged against the reagents. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported that when using the bd phoenix¿ m50 automated microbiology system, there was a gram positive misidentification. No patient impact was reported. The following information was provided by the initial reporter: "instrument wrong gram positives identification.

Event description:
It was reported that when using the bd phoenix¿ m50 automated microbiology system, there was a gram positive misidentification. No patient impact was reported. The following information was provided by the initial reporter: "instrument wrong gram positives identification.

Manufacturer narrative:
D4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.